Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a problem with the right ventricular (rv) lead setcrew on the implantable pulse generator (ipg). The ipg was attempted three times and not used as the physician decided to change to a new device. The ipg was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.